Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for prostate cancer, the nurse tried to open the jaws for cleaning, but the jaws became unable to be opened properly. The product was not applied to patient. Another device was used to complete the procedure. The surgical time was not extended. There was no patient injury.